Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to extrusion of the implant. Reimplantation is planned but has not taken place as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
It was reported the patient was treated with oral and intravenous antibiotics for the infection (previously reported).

Event description:
Per the clinic, the patient had an infection. Additional information has been requested but has not been made available as of the date of this report. It was also reported that the patient has been re-implanted with a new device during the same surgery.